Event description:
During the index procedure one venaseal closure system was used to treat the great saphenous vein 1, great saphenous vein 2 and anterior accessory saphenous vein. On the same day, post procedure the patient suffered from superficial thrombophlebitis in the left lower leg. It was stated that the event is related to target limb/vein. A diagnostic duplex ultrasound (dus) was performed which found clinically significant results. The patient was later admitted for an elective procedure for left leg stripping of the varicose veins. The small saphenous vein and sapheno-popliteal junction were identified. The small saphenous vein was ligated and stripped to the mid calf using the inversion technique. The patient recovered. The cec adjudicated the event as phlebitis. The cec adjudicated the event as not related to the device and causally related to the procedure. The cec commented that if the dates stated are correct, the patient must already have had phlebitis before starting the procedure, maybe due to the patients ceap-4 disease and phlebitis is not specific to venaseal and could have occurred with any form of ablation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the investigator assessed the event as causally related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the investigator assessed the event as not related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.